Event description:
It was reported that the wake button was not working. It was reported that tandem mobi pump would not turn on when the caller attempted to use it. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.